Event description:
It was reported that the ilet displayed persistent ¿alert 38 ¿ motor stall¿ notifications, and the user stated that blood glucose was 400 mg/dl; the device was restarted but the alert recurred, and the device was replaced. Symptoms included hyperglycemia. Outcomes included interruption of insulin delivery and the need for device replacement. Investigation included review of the user¿s report and replacement logistics. Investigation of this device revealed a consecutive motor stall consistent with an insulin delivery motor malfunction requiring device exchange. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Failure investigation was unable to replicate the alleged device issue. No fault was found with the device.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.